Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-oct-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a drawer failure. A field service engineer found the unit with failed pockets on the half-height drawer. The customer recovered the pockets, and the engineer cleaned out debris in the drawers and cleaned the contacts. The engineer then performed a hardware testing application test on the half-height drawer, and the unit passed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 2 failed. User rebooted and tried to recover. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex d.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 2 failed. User rebooted and tried to recover. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.